Manufacturer narrative:
It was reported that prior to explant the patient experienced an infection. This report is submitted on 17 july 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on august 7, 2020. (B)(4).

Event description:
Per the clinic, the patient experienced poor wound healing post implantation, resulting in treatment with silver nitrate and antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020, re-implantation is planned but has not taken place as of the date of this report.